Event description:
Customer phoned in a report on (B)(6), 2010 of difficulty to connect with this combination set. It seems to come unscrewed or undone. This incident occurred with the combination set, product code (B)(4), with lot number ur09i15042. This incident occurred during patient use. There was no patient injury or medical intervention associated with this report. No additional information was provided.

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. (B)(4).

Manufacturer narrative:
The reported condition of difficult to connect was not confirmed. 1 companion sample was received for evaluation purposes related to difficult to connect. Unit was visually and functionally tested. During visual inspection unit does not present defect. Unit results satisfactory to functional test. The most probable root cause could not be identified and no actions were taken since the condition was not confirmed. (B)(4).

Event description:
It was reported by the patient's attorney that as a result of having the mesh implanted the pt has experienced extreme pain, infection of her bodily tissues, erosion of her bodily tissue, significant mental and physical pain and suffering, has sustained permanent injuries, and has undergone multiple surgeries and revisionary procedures.